Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2009, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 15-jul-2011, (B)(4); product ID: 8709sc, serial/lot (B)(4), ubd: 09-sep-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported magnetic resonance imaging (MRI) was planned as there was a problem with the device or therapy. The reason for scanning is to "rule out catheter spine t8-t12" to possibly check if the catheter came loose. No symptoms were reported. No further complications were reported.